Event description:
It was reported that during a stapling across the stomach procedure, the device was used in normal fashion but reload contained no staples. Drivers are clearly visible so has been fired but surgeon says no staples came out. There was no patient consequence.